Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device replacement procedure and prophylactic replacement of the right ventricular lead another lead was explanted because it was bonded to the rv lead. The leads were replaced. No patient complications have been reported as a result of this event.